Manufacturer narrative:
At this time, carefusion has not received the suspect device/component for evaluation. No customer/user facility information was provided with report nor any ventilator identification information, so follow up with customer regarding incident can not be performed. (B)(4).

Event description:
It was reported while using the avea ventilator, it alarmed low tidal volume and auto-cycling. There was a patient on the unit when the reported issue occurred. The patient was removed from the ventilator and bagged with 15 liters of oxygen. It is unknown if there was patient harm or injury.